Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (arrhythmia alarms/add gel messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. Upon investigation, the esd700 diode array on the distribution node pca, l703 component and u721 components were all found to have thermal damage. The black gel fire wire was also pulled from the distribution node (dn) pca. The root cause for the thermal damage could not be positively identified. No adverse events resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving unnecessary arrhythmia alarms and "add gel" messages without a prior gel release.